Event description:
Reported due to device break requiring surgical removal. The physician attempted an arteriotomy closure with a perclose at (closer ak) device following an interventional procedure. The procedure was performed via the right femoral artery. Fluoroscopy was done prior to the procedure and the vessel size was 7mm in diameter and no calcification was reported. The physician reportedly experienced some difficulty inserting the device. No difficulty was reported with device deployment. The physician attempted to remove the device and the device broke; "the sheath came off the device." The device was completely removed "in a surgical procedure." Arteriotomy closure was achieved with a "standard surgical suture." The patient's length of hospitalization was extended by three days. The patient was discharged to home.